Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
This event was previously submitted on manufacturing report #1822565-2014-00832. This report will be amended when our investigation is complete.